Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a non-tandem wall adapter and cable. Additionally, the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. Cause was not known. A correction bolus was delivered to address bg. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.